Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a patient via a sales representative, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0710c02) was reported to have a missing clip. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Examination of the device found missing segments in the dose display. It was unknown if this humapen memoir was continued.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a patient via a sales representative, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0710c02) was reported to have a missing clip. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(4) 2009. Examination of the device found missing segments in the dose display. It was unknown if this humapen memoir was continued. Refer to results/conclusions section. Update 23-dec-2009; additional information received 17-dec-2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; and added 'refer to results/conclusions section' to narrative. Changed improper use and storage to yes.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a customer returned the actual complaint device to the manufacturer however they did not provide a complaint description. The device batch 0710c02, was manufactured in october 2007. The initial inspection determined the device electronic display appeared normal. A detailed investigation was initiated because of missing cap tip-clip and cap corrosion. During the detailed investigation, missing dose number segments, reset mode errors and power button failure was observed. An internal inspection of the pen confirmed that liquid ingress caused internal corrosion and damage in several internal locations of the pen. Corrosion of the lcd cable resulted in missing segments of the dose digit on the ones column. Corrosion damage to the matrix and two bent slider fingers resulted in the pen repeatedly going into reset mode when rotating the dial. Corrosion to the power button e-module caused the power button to become non-functional. During this detailed investigation, missing dose number segment, reset mode errors and power button failure was observed. These malfunctions can result in an underdose or overdose. Malfunction confirmed. Device users are typically aware of these malfunctions. Corrective action, liquid ingress: no corrective action is planned. The user manual states in the care, storage, and disposal section: keep the pen and case away from water, moisture, or wet surfaces as pen and case are not watertight. Users are typically aware of missing dose number segments. The direction for use prohibits continued use. Improper use and storage. There is evidence of improper use or storage. The source of the liquid ingress contamination could not be determined. However, it was concluded that the pen was exposed to liquid while in the field. Therefore, it was concluded that improper use or storage contributed to the electronic malfunction.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.